Event description:
It was reported that the pt was placed a PICC line for chemotherapy on (B)(6) 2012. On (B)(6) 2013, the nurse found there was a leak in the catheter so she pulled out of the catheter.

Manufacturer narrative:
The complaint of a leak in the catheter is confirmed and will be reported as user related. Returned for evaluation is one assembled 4 fr groshong catheter. During functional testing a small pinhole leak was observed emanating from catheter. The pinhole leak is located between the 24 and 25 cm depth markers. The leak site is < 0.3 inches in length. The tubing surrounding the leak site is unremarkable. Applying tension causes the edges to gape revealing granular walls. The depth of the edge walls is uniformed throughout the circumference of the slit. The characteristics of the damage found on the complaint sample are features usually associated with burst damage secondary to over-pressurization. During functional testing the catheter was found to be occluded. The occlusion is located distal to the burst site. Attempts to clear the occlusion were unsuccessful. There is no evidence of a mfg defect with the returned catheter. This may be a user maintenance issue. The product IFU gives descriptive info on flushing techniques. A lot history review (lhr) of rewe0478 showed no other similar product complaint(s) from this number.